Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant ti titamax implant (5.0) 5.0x7 mm, but did not provide any other information about the case.

Manufacturer narrative:
(B)(4).